Event description:
It was reported that while performing oras on the right ankle using the variax distal fibular plate, the locking screw in second most distal row would not engage. The surgeon tried to re-drill but it did not help. They tried a new screw and it still would not engage, so they left the screw in as a non locking screw and closed the case.

Manufacturer narrative:
The product will not be returned for evaluation as it is still implanted in the patient. Internal investigation in progress but not yet complete. (B)(4): device not returned.

Event description:
It was reported that while performing oras on the right ankle using the variax distal fibular plate, the locking screw in second most distal row would not engage. The surgeon tried to re-drill but it did not help. They tried a new screw and it still would not engage, so they left the screw in as a non locking screw and closed the case.

Manufacturer narrative:
The reported event could not be confirmed because the device was not returned for investigation. Based on the available information, the actual root cause for the reported event could not be determined.as per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. (B)(4): device not returned.